Event description:
It was reported that customer experienced recurring malfunction alarm identified as malf 12 on insulin pump, with at least three occurrences on same device and no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer restarted pump after previous occurrences and planned to use multiple daily injections as backup insulin therapy, while technical support arranged replacement pump, confirmed shipping details, instructed customer to put malfunctioning pump into storage mode and return it with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.